Manufacturer narrative:
The reagent lot number is 717259. The expiration date was requested but not provided. The customer changed the water tank, water filters, sample, reagent probes, and reaction vessels; and ran the calcium assays in duplicate after questionable results were noted on 04-jun-2023. The field service engineer (fse) changed the gear pump head (gph). It is recommended that the gph be replaced when its operating hours have exceeded 5000 hours. The fse also checked the horizontal and vertical ultrasonic mixer (usm) alignments. He changed the black tank and cleaned the bath, drain and usm. He also checked the wash levels and verified that the gph pressure was within specifications. He also changed all the probes. He confirmed the assay and module were performing within specifications. The investigation excluded reagent issues, as no further cases were reported and correct reruns were performed with the same reagent. The investigation determined that the event was due to a service maintenance-related issue. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from over 245 patient samples tested on the cobas 8000 c702 module. The reporter stated that they have an ongoing issue with the calcium results. The reporter stated that questionable high results were noted on approximately four occasions over the past three to four weeks and seemed to be isolated in line 1 of the module. The reporter was able to provide two examples of discrepant results: the initial results were reported outside of the laboratory. Sample 1 the initial result was 1.79 mmol/l. The repeat result was 2.4 mmol/l. Sample 2 the initial result was 1.83 mmol/l. The repeat result was 2.33 mmol/l.